Event description:
It was reported that there was air leakage at the cable section (with tape). There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found that the air leakage was caused by a hole in the camera cable. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion at the electrical contact point of the video connector and on the scope mount, and scratch on the lens of the main body. Based on the results of the investigation, it is likely the following led to the malfunction: since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the issue(s) could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.